Event description:
It was observed that during the device evaluation, the camera head exhibited water immersion in the main unit's imaging, the main body (lens) is flooded, there is corrosion on the scope mount, there is corrosion at the electrical contact point of the video connector, there is corrosion on the free lock lever and image abnormality occurs where the shadow was reflected. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.